Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the catheter fractured. The lesion being treated was the proximal rca lesion. The physician was introducing the taxus express2 3.50x8 mm through a 6fr diagnostic catheter. The physician felt a lot of resistance inserting the taxus express2 catheter through the 6fr diagnostic catheter. The physician considered it a "tight" fit. At some point the shaft fractured while outside the pt and inside the 6fr diagnostic catheter. The whole delivery system was removed, including the 6fr diagnostic catheter. A new taxus express2 was used and the procedure was successfully completed. The pt was asymptomatic during this event. No pt injuries or complications were reported. The pt status is reported as `satisfactory/good'.